Manufacturer narrative:
The device has not been received. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the coiling procedure for gastric pseudoaneurysm, this coil failed to detach. A concerto coil nv-2-6-helix was selected to treat a pseudoaneurysm, however, when attempted to detach with the instant detacher (ID), the coil failed to detach. 3 attempts were made with ID to detach the coil, but it could not be detached. The hypotube was then broken to release the coil, however, this also failed. Upon retrieving the coil, it deployed inside the microcatheter. A new concerto with the same dimension was used successfully. The blood flow was normal, and the anatomy was moderate. The devices were reported to have been prepared and used per the instructions for use (IFU). The ancillary devices were discarded at the site. A continuous flush was used during the procedure. The same competitor 2.9 fr catheter was used to deliver additional coils. There was no resistance during the delivery of the coils.

Manufacturer narrative:
The concerto coil was returned for evaluation without the instant detacher (ID). The pushwire was found to be broken into two segments; however, the two segments were retained together by the release wire. (Proximal segment): the pushwire segment was measured and found to be approximately 8.5cm in length with the release wire exposed. The tack weld replacement (twr) crimps were found to be intact. The pushwire segment was found to be bent near the proximal end. (Distal segment): the pushwire segment was measured and found to be approximately 180.0cm in length. The concerto implant coil was found to be detached from its pushwire and appeared to be damaged within the introducer sheath. The implant coil was pushed out from within the introducer sheath for evaluation. The implant coil was found to be damaged, stretched, and had lost its shape with the polypropylene filament intact. An attempt was made to remove the detach element from the implant coil; however, the detach element was inadvertently lost; therefore, no images could be taken of the detach element, and the detachment ball outer diameter (od) could not be measured. The concerto pushwire was then removed from the introducer sheath. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be damaged. All other subassemblies appeared to be normal and no other anomalies were observed. During analysis, the release wire was pulled out from the hypotube at the broken location for evaluation of the coin. The coin was measured and was found to be within specifications. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. No other anomalies were observed. The intact twr crimps likely led to the failure of the implant coil from detaching from the pushwire with the use of the instant detacher. The cause for the difficulty during the manual detachment attempt could not be determined. All parts of the pushwire which could affect detachment were found to be within specifications. The instant detacher was not returned for evaluation, and the detach element was lost; therefore, any contributing factors from these could not be assessed. Based on the concerto coil analysis and on the event description, the report of ¿non-detachment¿ could not be confirmed; however, the intact tack weld replacement (twr) crimps likely prevented the actuation mechanism from detaching the implant coil from its pushwire. The user did not utilize a second instant detacher as directed in our instructions for use (IFU). The cause for the difficulty during detachment by the manual method of detachment could not be determined as the coin was found to be pulled back from the lumen stop, and all parts of the pushwire which could affect detachment were found to be within specifications. In regard to the report of ¿pre-mature detachment¿, the report was confirmed. The implant coil was found to be damaged and detached from the pushwire. It is likely that the implant coil detached from the pushwire due to the coin position away from the lumen stop. The cause for the bend in the pushwire and for the damage to the implant coil could not be determined. All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.